Manufacturer narrative:
G4-PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#:(B)(4).

Event description:
The reporter indicated that while attempting to implant a 12.6mm vicm5_12.6; -8.50 diopter implantable collamer lens into the patient's right eye (od); the lens had tore during injection/delivery into the eye. There was patient contact with no injury. A replacement lens of the same length and model was implanted and this resolved the problem. The cause of the event was reported as user error and noted "the haptic was hooked on the injector and the lens broke"; it was also clarified "the lens broke because the doctor did not load the lens correctly. Doctor did not use the front loading forceps to load the lens into the cartridge".